Event description:
A caller reported an occlusion alarm that occurred multiple times, approximately 40-60 events. There was a significant impact on the customer's blood glucose (bg)level, with the value reading as "high," a specific value not provided. To address the elevated bg, the customer administered a correction bolus using the pump, changed the infusion set and cartridge, and resumed insulin. No third-party assistance was required, but the customer was experiencing frequent occlusion issues. Clinical troubleshooting has been exhausted and a replacement pump was sent to the customer to resolve the issues.